Manufacturer narrative:
Event date is approximate. Product ID: 3889-28, lot# va1egnl, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient does not know what the physician did with the device after it was removed. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1egnl, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4) , ubd: 02-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient when through the airport security, her device stopped working. Also, while the patient was overseas, the wire on her implant slipped so the battery had to be replaced. No further patient complications are anticipated or expected as a result of this event.